Event description:
Via social media, a patient reported, "be careful. I paid for my daughter to have coolsculpting for her hereditary double chin. Even as a size zero, she had the chin. Now, we are on our 3rd treatment of lipo dissolve because she has severe pah." Due to insufficient information, device info and treatment date is not documented.

Manufacturer narrative:
Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.